Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Hysterectomy - "coagulation is correct but the cut is not efficient this generated an extension of the procedure." Type of intervention: "the surgeon noticed a bad quality of the cut ( very short cut even when tissues were thin) she had to use scissors." Patient status: "no consequences for the patient but the surgeon wasted time , the procedure was longer than usually because she had to use a scissors to cut tissues."

Manufacturer narrative:
The event unit was returned for evaluation. Upon visual inspection, engineering noted eschar on the upper and lower surface of the jaws and lower jaw blade channel towards the back of the jaw. During functional testing, engineering activated the device on porcine renal tissue and transected fat, thick and thin tissue bundles and muscles. Engineering confirmed that the device functioned as intended and was able to successfully cut through the tissue consistently. The root cause of the event could not be determined as engineering was unable to replicate the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information requested and received.